Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turned on as well as blank display. The customer¿s blood glucose level was 106 mg/dl. Customer stated that insulin pump was cracked from right side of the screen. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of insulin pump and revert back to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted. Insulin pump received with cracked case near display window corners and cracked on display window noted.